Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the potential sterility breach. It was reported that prior to use with the clip delivery system (cds), it was noted that the shipping box and the box that the cds was inside of were damaged. Reportedly, there was a hole in the box; therefore, the cds was not used in case there was a sterility breach. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported damaged cds packaging was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported packaging tears, rips and holes cannot be determined, as it cannot be confirmed when the damage was sustained. There is no indication of a product quality issue with respect to manufacture, design or labeling.